Manufacturer narrative:
The device was returned and visually inspected. The delivery system was completely inserted through sheath. There was a kink in balloon shaft proximal to handle most likely due to shipping. The valve returned crimped over the inflation balloon (encased in patient vessel). The sheath distal tip was damaged. There was a kink in the guidewire shaft just proximal to the valve crimp location most likely due to shipping. The valve struts were bent on the proximal end of valve. After performing an initial visual inspection, the delivery system balloon shaft was cut at the distal end to separate the sheath from the delivery system in order to decontaminate the devices for further evaluation. The devices were re-inspected and the following additional observations were noted: no abnormalities observed on liner, liner appears to have expanded as intended, sheath shaft scratches, delivery system flex tip bunching, sheath distal tip damaged. Per the initial report, the following perceived root cause of the complaint event was provided: ¿aortic perforation with either the sheath or valve. The iliac artery catching on the valve during valve extraction.¿ the access vessel degree of calcification was reported as mild, and the access vessel degree of tortuosity was reported as mild. Of note, no device malfunctions / failure modes were reported by the complaint site and there were no device non-conformances or abnormalities found that would imply that a device malfunction contributed to the complaint event. Based on the evaluation of the returned devices and review of the complaint information, it is most likely that patient (tortuous vasculature) and/or procedural (insertion/retrieval techniques) factors contributed to the reported complaint event.

Event description:
After the esheath was placed, the physician had difficulty advancing the commander delivery system with valve through the esheath. The sheath did not extend far into the abdominal aorta due to her 6cm subcutaneous tissue at the right common femoral (rcf). It was also noted that the patient's anatomy was under estimated as being tortuous in the aorta just past the iliac bifurcation. After attempting to advance the valve through the sheath with much force, the physician then pulled back the sheath exposing the valve within the patient's vasculature. The valve was sitting just outside the sheath in the acute bend of the aorta distal to the iliac bifurcation. The physician was unable to advance the valve further past the acute angle. The physician then decided to pull the valve back into the sheath to remove it but was unsuccessful due to the angle that the valve was positioned. Both the ic and cts proceeded to pull back the sheath and delivery system toward to rcf to remove the device. That action was done with force and upon pulling the valve out there was vessel attached to it. The patient's pressures quickly diminished and a coda balloon was placed via the left common femoral (lcf) in the aorta for occlusion. A cut down was then performed to the rcfa to access the bleeding. A vascular surgeon was called for a consult. The vascular surgeon was concerned about an aortic perforation so the coda balloon was positioned higher in the aorta. Upon evaluation it was noted that the aortic perforation was located in the acute angle of the aorta just distal to the iliac bifurcation. The patient was given units of blood and the surgeons performed an aortic repair with a fem/fem bypass. The surgery was successful and the patient was transferred to ICU in stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, that the patient¿s anatomy was under estimated as being tortuous in the aorta just passed the iliac bifurcation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
After the esheath was placed, the physician had difficulty in advancing the commander delivery system with valve through the esheath. The sheath did not extend far into the aorta due to her 6 cm subcutaneous tissue at the right common femoral. It was also noted that the patient's anatomy was under estimated as being tortuous in the aorta just past the iliac bifurcation. In attempting to advance the valve through the sheath with much force, the physician then pulled back the sheath exposing the valve. The valve was sitting just outside the sheath in the acute bend of the aorta just distal to the bifurcation. The physician was further unable to advance the valve past the acute angle. The physician then decided to pull the valve back into the sheath to remove it but was unsuccessful due to the angle that the valve was positioned. Both the ic and cts proceeded to pull back the sheath and delivery system toward to rcf to remove the device. That action was done with force and upon pulling the valve out there was vessel attached to it. The patient's pressures quickly diminished and a coda balloon was placed via the lcf in the aorta for occlusion. A cut down was then performed to the rcfa to access the bleeding. A vascular surgeon was called for a consult. The vascular surgeon was concerned about an aortic perforation so the coda balloon was positioned higher in the aorta. Upon evaluation it was noted that the aortic perforation was located in the acute angle of the aorta just distal to the iliac bifurcation. The patient was given units of blood and the surgeons performed an aortic repair with a fem/fem bypass. The surgery was successful and the patient was transferred to ICU in stable condition.